Manufacturer narrative:
This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147. A device history review (DHR) review was performed after the manufacturing of the device and prior to its release. No problems or issues were identified during this device history record review. A product sample was received for evaluation. The technician inspected the pump and found the air detector was not working properly. The device failed the functional test. The reported issue was related to faulty air detector. The root cause of the reported issue could not be determined with the provided information. Air detector was replaced to resolve the reported issue.

Event description:
It was reported that there was an air in line error. No patient injury was reported.